Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during an atrial fibrillation (afib) ablation procedure, when the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small and was pulled back, the white hemostatic valve became dislodged. The physician noticed the dislodgement before bleeding began and proceeded to swap for another vizigo sheath. The patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No intervention was required. The hemostatic valve dislodgement is an MDR-reportable issue. Device evaluation details: device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due the hemostatic valve was found dislodged the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, when the dilator was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small and was pulled back, the white hemostatic valve became dislodged. The physician noticed the dislodgement before bleeding began and proceeded to swap for another vizigo sheath. The patient¿s hemodynamics was not compromised due to the issue experienced. No air entered the patient¿s body. No intervention was required. The hemostatic valve dislodgement is an MDR-reportable issue.